Event description:
The user facility reported that the device overheated; no associated procedure was reported. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.